Event description:
A malfunction was reported on a pump, and a specific malfunction code was displayed. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump as usual and to contact support again if the issue reappeared.